Event description:
It was reported that the target lesion was a restenosis located in the mid right coronary artery (rca). The 4.0 x 12 mm nc trek balloon was advanced for pre-dilatation. It was inflated to 8 atmospheres (atm) for 20 seconds, then inflated to 10 atm for 15 seconds, then it was inflated to 14 atm for 10 seconds for a total of 3 inflations. Then the balloon was inflated to 12 atm for 12 seconds and then inflated to 16 atm for 10 seconds. The nc trek balloon was retracted; however, upon reaching the non-abbott guide catheter, the balloon could not be retracted into the guiding catheter. The balloon was inflated to 2 atm, then negative was pulled. However, the balloon still could not be retracted. It was removed as a unit with the guiding catheter. Upon removal from the anatomy, the balloon was noted to have poor refold. Several other non-abbott balloons and stents were attempted, however, none were able to cross. A buddy wire was then advanced and a non-abbott stent was able to cross and was implanted. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported difficulties were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.